Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had entered too many carbohydrates when administering a bolus of insulin. The customer's blood glucose (bg) level was 75 mg/dl and food was consumed to address the bg level. The customer indicated that the bg level was now back in range.